Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: data analysis: console logs from the reported day of event are consistent with complaint and show an controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. No power-on/startup problem related any alarms were seen in the console logs. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented with negative values due to the crc error. Device analysis: the console was sent back to field service for further investigation. The reported failure mode was not reproduced during testing. The controller error was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. The optical bench was evaluated for 5s parameters and the analog signals were checked for distortion, but no issues were found. Additionally, the aic was tested with know good pump and purge cassette and no issues were found. Finally, the aic¿s power-related modules (pbm, power supply, power entry module, and ac power cable) were inspected with no issues observed, and the aic was manually turned on and off multiple times without issues. Root cause: the root cause of the ¿controller error (opm comm crc invalid) [optical pump connected] - alarm issued (i.e. Aic - loss of opm data)" and optical signal issue was due to a firmware issue (optical bench fw anomaly). No issue were identified in the aic regarding the reported fm, power-on/startup problem. Device history review. Q1) service history review - are there any qns associated with the complaint device¿s most recent service report? There were no nonconformances observed in most recent fsr. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? No. Q3) complaint history review - have there been any other complaints against this console? There were one complaint was discovered when reviewing the product history of console ic5336, which is not related to the reported complaint.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This report represents the automated impella controller. Another report was submitted to represent the pump. Refer to section h.10 for the related report number.

Event description:
It was reported that a patient implanted with an impella 5.5 had immediate priming/zero/controller failures from the supporting automated impella controller (aic). The aic was replaced to continue patient support. No patient harm was reported.